Manufacturer narrative:
This issue will be resolved with the installation of the new side rail that was ordered by the account.

Event description:
The account alleged the side rail is very loose and is not latching. No patient impact.